Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus, she removed and reinserted the battery and the display is blank just the battery icon seemed to be showing empty. The customer changed the battery but the display remained blank. She also mentioned having issues with removing the battery cap and the cap has been replaced. The customer declined troubleshooting. Blood glucose value was 163 mg/dl. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.